Event description:
It was reported that customer experienced repeated cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, while technical support arranged shipment of replacement pump with updated software.